Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements. Other clinical measurements were in normal range. Additional information was received and indicated that the cause of high out-of-range pacing lead impedance measurement was not determined. The pace/sense portion of this rv lead was capped and the defibrillation portion of the lead was still active. New competitor's pace/sense lead was implanted. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.